Event description:
It was reported to philips that the device will not power on. No patient harm or injury has been reported.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that the device will not power on. The user states they can hear something rattling around inside the device. There was no patient involvement at the time of the event, therefore no actual harm or health impact occurred.